Event description:
The facility reported that while transferring the pt from the chair to the bed, the bolt that holds the swivel bar to the scale allegedly gave way causing the resident to fall to the floor sustaining skin tears.